Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient with uremia requires dialysis treatment; to establish a vascular access for hemodialysis, a dialysis catheter was inserted. The connection of the dialysis catheter was cracked. There was nothing unusual observed on the device prior to use. Tego was not utilized. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. There was no excessive force used on the device. There was no concomitant medication/device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was repaired by replacing it with a titanium alloy connector as the remedial action done and the intervention/treatment required as a result of the event. The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required due to the event. There was no reported patient injury.